Event description:
The patient's family member contacted lifescan alleging that the patient's one touch basic meter was "freezing on countdown". The medical affairs specialist attempted to reach the patient or family member by phone. There was no answering machine to leave a message. The family member stated that the patient was unable to test with the reported meter. No information was provided regarding when the ptient last tested with the meter. The patient's blood sugar dropped low and they called the ambulance (emt). They took no action to affect their blood glucose level following attempted use of the meter. The patient received no treatment from emt. No information was provided as to whether the patient had symptoms of low or high blood glucose level at the time of concern or if they tested with another meter. No result obtained by emt was provided. There is insufficient information to indicate that the patient experienced in jury or medical intervention due to the product. The meter issue was not resolved through troubleshooting; therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a reportable medical device. The meter and test strips were replaced.